Event description:
The customer reported a cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level, as no additional details were provided indicating any off-range values. Technical support guided the customer through a complete pump reset, and the issue was resolved as the error did not reappear, allowing the customer to successfully start their sensor session.